Manufacturer narrative:
Additional, changed, and/or corrected data: d1 d2a, d2b, d4 h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left-side "deflation". Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, left side "deflation". Device remains implanted.

Event description:
Device was explanted.

Manufacturer narrative:
Supplemental medwatch #2 should have had aware date of 9/sep/2024, as well as for g3. Clarification d6a: partial implant date was removed as it does not align with manufacturing of the device. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed one opening assessed as cracked valve seat diaphragm valve. As per the investigation procedure particle and crease were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left-side "deflation". Device was explanted.